Event description:
The screw broke after initial surgery. In the initial surgery, the product was used for calcaneal fracture. On (B)(6) 2010, it was found through x-ray that the cannulated screw was found broken. The patient had no pain. No revision is done.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. The provided attached x-rays confirmed a broken screw. (B)(4), the manufacturing facility, stated the lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states the patient started partial weight bearing 3 weeks after surgery and full weight bearing 6 weeks after surgery. In the essential product information it states these implants are intended as a guide to normal healing, and are not intended to replace normal body structure or bear the weight of the body in the presence of incomplete bone healing. Delayed unions or nonunions in the presence of load bearing or weight bearing might eventually cause the implant to break due to metal fatigue. All metal surgical implants are subjected to repeated stress in use, which can result in metal fatigue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.